Event description:
It was reported that the duodenoscope's biopsy valve had a blockage, and the brush could not pass through. This caused a prolongation of 30 minutes or greater during a diagnostic endoscopic retrograde cholangiopancreatography that was completed using an olympus backup device. There were no reports of further patient harm.

Event description:
No additional information was received from the customer. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.